Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) failed a pulse test. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation the monitor failed a pulse test. The cause for the pulse test failure was isolated to a damaged high-voltage c19 capacitor on the monitor defibrillator board. The positive lead of c19 was fractured. The root cause for the damaged capacitor could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. No adverse event resulted from the defective monitor. The last patient to use this monitor did not report any deficiencies.